Event description:
On 09/15/2021, it was reported by a distributor via email that an ar-13991n scorpion needle point breaks. This occurred during use, with no patient effect reported. Additional information provided 10/28/2021. A rotator cuff repair was being performed. The device tore in one step to repair the rotator cuff, all fragments were removed. The case was completed using another input.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.